Manufacturer narrative:
The manufacturer received the devices and an investigation has been initiated. No x-rays or other source documents were provided. The device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using the ncb-nf torque screwdriver 6 nm(instrument) and a "click while screwing on locking caps defective" was stated. The event happened during surgery and there was no harm to patient.